Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and opening. Leak test was performed and found opening on posterior and radius. A microscopic analysis was performed which identify crease smooth opening on posterior and punctured in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease smooth opening on posterior due to a fold flaw opening. -four puncture opening on radius due to surgical damage like.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.